Manufacturer narrative:
Additional manufacturer narrative: updated event,other relevant history, (expiration date), and device manufacture date. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
It was reported a patient implanted with a 27mm valve for 2 years 4 month underwent a valve in valve procedure due to severe stenosis caused by leaflet scarring/fibrosis. Per tee, there is severe mitral valve leaflet thickening and the mitral valve gradient is severely elevated. Only the posterior leaflet opened while the other 2 leaflets are fixed in a closed position. The surgeon implanted a 26mm replacement valve. The patient tolerated the procedure well. The patient was discharged on pod #1.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI (B)(4). The device was not returned to edwards for evaluation as t remains implanted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. A definitive root cause cannot be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported a patient implanted with a 27mm valve for 2 years 4 month underwent a valve in valve procedure due to stenosis. The surgeon implanted a 26mm transcatheter valve. The patient has been discharged and is doing well.